Event description:
The customer reported that the n65 monitor display was missing segments. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). Covidien verified missing segments. Isolated to the user interface (ui) printed circuit board (pcb) and liquid crystal display (lcd).